Event description:
It was reported that the setscrew would not torque and -click-. The following day, the ventricular lead impedance was high and atrial sensing dropped. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.